Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing pocket stimulation. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. A device software download was performed and resumed normal functions. The patient was stable.